Event description:
A malfunction was reported, identified by malfunction code malf 19. The customer's blood glucose level did not exceed 500 mg/dl, which implies that there was no adverse impact on the blood glucose level. The customer was informed that a replacement pump with updated software would be sent and training would be available. Technical support advised the customer to return the problematic pump using a prepaid return label and instructed how to store the pump before returning. The customer acknowledged and understood all instructions given.